Event description:
It was reported that the external pulse generator had a broken ventricular cable connection. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the output connector was broken, and it was further noted that the liquid crystal display was missing pixels, that the upper and lower cases, side bail covers and ring cover were broken, the battery contacts were compressed, the ring was bent and the keyboard was scratched. All found defective parts were replaced. (B)(4).